Event description:
Additional information received from the healthcare provider reported that the cause of the lead break had not been determined and no revision had been performed. The patient was currently using a program with adequate response at their recent visit on (B)(6) 2015. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v876552, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The health care provider (hcp) and consumer reported that the patient was reprogrammed in office on (B)(6) 2015, and that no revision had yet taken place because they had a therapeutic response. The patient stated it was determined that the lead was broken, and noted that the leads were reporting a short. The hcp stated that the patient would require a revision because interrogation showed high impedances on several leads, but a revision had not yet been scheduled. The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. No troubleshooting or potential causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.